Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified artery. A 15mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 3-4 atmospheres for 10-20 seconds upon first inflation. The device was removed without any problem and the procedure was competed with another of the same device. No complications reported and the patient is in good condition after the procedure.